Event description:
Post a coronary drug eluting stenting treatment procedure, pt experienced an anaphylactic reaction. The physician placed a taxus express2 drug eluting stent of an unknown size in an unknown location the morning of the procedure date. Later that day the physician reported the pt was experiencing anaphylactic shock. The physician described the reaction as diffuse urticaria/hives, itching and redness from head to toe. The pt was treated with steroids, benadryl and histamine blockers and responded well. The pt did not experienced any respiratory issues with the reaction. The pt was seen by an allergist. It was questioned if the pt had a reaction to the integrilin or a delayed reaction to the dye. A definite cause of the reaction was not determined. The pt is reported to be doing well now. No further complications were reported.